Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2019. Product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp via a manufacturer representative (rep). It was reported that the lead migrated. The batt ery was in an uncomfortable in location. The system was replaced.no known factors led to the issue. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend regarding a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that patient had to turn their stimulation up to 8 or 9 to start feeling it but then sensation is so strong they can't walk so would have to turn stimulation back all the way down. It was reported that patient was having some severe problems with back and legs. No further complications reported and/or anticipated at this time. Additional information was received. Patient reported they had an appointment with a health care provider and asked to have a manufacturer representative to be at the appointment. Patient reported they lost 40 lbs since (B)(6) 2018 and as the year has gone by the ins has been sticking out a lot more. Patient reported they were rubbing ointment on some pain area and back and was able to feel the corners of the ins indicating that sometimes when they turn stimulation up they get a little jolt/pain down in that area.